Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having trouble healing from the surgery and that there was pus coming out of the incision site even though it no longer hurt them like it initially did. The patient stated it was painful in the beginning but it was starting to make sense to them now and they wanted to know if the delay in healing could damage the equipment. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider (hcp) about their concerns about the infection and the healing process and the patient stated the hcp told them the device was infected and they may have to redo or remove the implant and the patient stated they told the doctor that they were in pain for 2 months because they had an infection and that if they had to go under the knife again, the doctor would have a hell of a time getting them back on the table again. Patient services reviewed therapy expectations and stimulation and programming considerations as well as device descri ption/function with the caller. The caller stated they knew the therapy was helping their symptoms by 50% or greater but they wanted to try increasing their stimulation to see if they could feel the stimulation and patient services reviewed stimulation considerations with the patient and the patient agreed they didn't need to increase the stimulation if it was already helping by 50% and that it stopped the "gotta go. Run" symptoms they had been experiencing. Patient stated it really did help. The patient was going to continue to work with their healthcare provider about the issue and stated they would call back if they needed further assistance. Documented reported event. No further action was taken by patient services.